Event description:
It was reported that during the procedure, after positioning an .018 hi-torque (ht) connect guide in the target area of the superficial femoral artery, a 5.0mm x 120mm x 90cm fox sv balloon dilatation catheter (bdc) was prepped per the instructions for use, then introduced onto the ht connect, however, the balloon would not track over the guide wire just after the introduction of the tip onto the wire. The fox sv bdc was retracted over the guide wire without resistance, and the guide wire lumen of the fox sv was re-flushed with saline when it was noted that the saline was not exiting the guide wire lumen very well; reportedly, some saline exited the tip, so the lumen was not completely blocked. Another fox sv bdc was able to be advanced over the same guide wire without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. The resistance with the guide wire, blockage in the lumen, and leak were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.